Event description:
It was reported that a leak was observed from a transfer set during peritoneal dialysis therapy. The patient was connected to the device at the time of the observed leak. The observed leak was said to originate from an internal source near the twist clamp. There was no patient injury or medical intervention associated with this event, but the patient was administered was given prophylactic antibiotics as a precaution. No infection occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection identified broken occluder feet. Functional testing was performed on the device. The device passed all functional tests performed, except the underwater pressure leak and clamp function tests where a leak was observed through the broken occluder feet. A short simulated therapy was successfully performed. The reported condition was verified. The cause of the leak was the broken occluder feet. The cause of the broken occluder feet was not determined. A CAPA has been opened to address the issue of broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.